Event description:
A malfunction alarm, identified by malf 6 code, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and instructed them to call back if the malfunction code recurred. The customer understood and acknowledged these instructions, allowing them to continue using the pump.